Event description:
It was reported that this right ventricular (rv) lead was blocked and no longer working. Boston scientific technical services (ts) referred the patient advocate to physician. This rv lead remains in service. No additional adverse patient effects were reported.